Event description:
It was reported that during implant procedure when the physician attempted to reposition the lead, the stylet would not advance into the lead body. The lead was not used. There were no patient consequences.

Manufacturer narrative:
A complete lead was received in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.